Event description:
It was reported that the device gave an alert for high hvli due to a loose setscrew issue. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.